Manufacturer narrative:
(B)(4).

Event description:
Quarterly summary report for alleged cartridge patient line issues: it was reported that the cartridge patient line was cracked or dislodged from the cartridge. Issue was resolved by loading a new cartridge. There was no adverse impact to the user.